Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: on examination, the battery compartment was noted to be cracked above and below the grip pad to the case seal and along the left side to the grip pad. Investigation confirmed the complaint.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a crack in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged case/condition issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)